Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. The cause of the reported failure was determined to be that a capacitor (c79) and two resistors (r179 and r226) separated from the user interface pcb assembly.

Event description:
The customer reported that during transport of a patient within the hospital, the display on their device was reportedly going blank. The customer indicated that the device powers up ok because the device beeps and the buttons light up when the on button is pressed. There was no report of any adverse effects to the patient as a result of the reported device issue. Upon evaluation of the device, it was observed that the device was continually rebooting.